Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient dropped their controller and when they went to turn their stimulation on, the stimulation went up too high. Caller said they thought the patient was getting electrocuted so they pulled the controller off of the patient's butt and the stimulation turned off. They did not have the patient or their equipment with them. They also said patients doctor wouldn't see patient with a manufacturing representative. They were advised to call back when they were available and have their equipment with them to continue troubleshooting.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient representative stated that the cause because accidentally dropped the remote control, and then the patient accidentally increased the settings, which caused too much vibration and not shocking. Patient representative reduced the setting, and the issue was resolved. The remote control is working with a new battery put in.